Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had unexpected restart; a cold reset was performed. Customer¿s blood glucose was 122 mg/dl, 127 mg/dl at the time of incident. Customer also reported that insulin pump had initially blank display but display returned after inserting new battery cap. The insulin pump will not be returned for analysis.